Event description:
Distributor reported that a patient had anchors for a starfix platform were infected. Concerning the bone anchors - the patient is heavily impaired due to extreme uncontrolled movements, she's a (B)(6) patient. Therefore, dr. Thinks that unfortunately she did touch the bone anchor incisions often. The wounds did show some traces of dirt as well. After the placement of the screws she went back to the nursing home, this might also be another factor due to limited support. Two screws did show purulence and dr. Was concerned about a contamination into the brain. That's why he preferred to rescheduled and restart the full procedure in order to avoid serious problems.